Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy and lithotripsy procedures for the treatment of biliary stones on (B)(6) 2025. During the procedure, visualization was lost a few minutes after firing the laser probe. The spyscope ds ii was plugged in and out; restarted the spy ds controller several times, however, the image never came back. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment. Block h11: during product analysis, no image was observed upon initial insertion; only the initialization screen appeared. Articulation of the catheter using the steering wheels at the handle had no effect on restoring an image. Visual inspection of the exterior of the device along with x-ray assessment of the camera wire did not identify any breaks and/or signs of corrosion with the wire itself. Visual inspection of the camera wires at the glue feature did not note any issues. The handle was opened, and the internal components were visually inspected. No residue suggesting fluid backflow was noted. Therefore, a multimeter was used to measure the resistance between camera wire connections and electrical problems were identified. The reported complaint regarding visualization was confirmed. The visualization problem is most likely due to a random failure of the camera assembly during procedure, as evidenced by the electrical test results. Based on all gathered information, the probable cause selected for the image failure is cause traced to component failure, which indicates that a random failure with a device component contributed to the event.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy and lithotripsy procedures for the treatment of biliary stones on (B)(6) 2025. During the procedure, visualization was lost a few minutes after firing the laser probe. The spyscope ds ii was plugged in and out; restarted the spy ds controller several times, however, the image never came back. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.